Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had to replace their recharger and programmer because they were misplaced in a move. The patient stated they had been able to charge their implant but hadn't been able to turn therapy on. The patient stated they guessed the new one needed to be paired. The agent reviewed how to pair the handset and communicator with the patient's implant. The patient successfully paired with their implant and reported getting por message (por has occurred, check the device battery level, therapy has been turned off). The patient confirmed they charged their implant and stated they just finished charging an hour or two ago. The patient dismissed the por message and reported getting device not responding that resolved by repositioning communicator on the patient's implant. The agent reviewed how to navigate through the tutorial but when the patient tried to connect with their implant again following navigating through the tutorial, the patient reported getting device not responding that was not resolved by repositioning communicator on their implant. The patient mentioned they recently had back surgery so it was a little hard for them. The issue was not resolved through troubleshooting. The patient stated they would continue trying to connect with their implant on their own to turn therapy back on. The patient will call back if needing further assistance with turning therapy back on. The patient stated they see a nurse practitioner at their managing healthcare provider's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.